Event description:
Full term infant (40weeks, 4 days) was born to a mother following an uncomplicated pregnancy. Due to episodes of decelerations while mother was pushing, the obstetrician obtained consent for use of kiwi vacuum extractor should it be needed to assist with vaginal delivery. Patient reported exhaustion with pushing and so kiwi was applied and pumped to green zone. The device was repositioned after pop-off. Episiotomy was done and infant was delivered. Apgars were 5 at one minute and improved thereafter. Due to increasing oxygen need, the infant went to the level ii nursery and at 40 minutes of life. Infant became bradycardic and apneic and then had bleeding from nose, heel stick etc. Resuscitation efforts were unsuccessful and infant died. Preliminary autopsy received weeks later showed a "posterior parietal skull fracture with overlying subgaleal hematoma, thin subarachnoid hemorrhage, small anterior epicardial hemorrhagies consistent with resuscitation and lung nodules within the left lower lobe" (histology specimens sent). No final autopsy report has been received. Because there were no immediate problems in the delivery room, neither the kiwi device nor the placenta / umbilical cord were retained.